Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of a ventricular tachycardia (vt) ablation procedure, after removing the ablation catheter, a cardiac tamponade occurred. As the ablation catheter was removed, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade had occurred. The tamponade was drained to stabilize the patient. The patient is currently in stable condition. There were no performance issues with any abbott devices.